Manufacturer narrative:
Physio-control further evaluated the customer¿s device and was able to duplicate the reported issue. The patient electronic records were reviewed and it was verified that the device unexpectedly powered off during high current functions. It was determined that the battery pins, battery wire harness and power pcb need to be replaced. The power pcb can not be replaced due to part obsolescence. The device was returned unrepaired to the customer and physio control recommends not to use this device anymore for clinical purposes. The root cause was not able to be determined.

Event description:
The customer contacted physio control to report that their device would not power on. No further patient details or information about the patient outcome were provided.

Manufacturer narrative:
A physio control field service representative performed an initial evaluation of the customer's device and was not able to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would not power on. No further patient details or information about the patient outcome were provided.